Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the device ruptured through the skin. Caller didn't give specifics, but discussed the ins pocket area. The caller was asked if any interventions were taken to resolve and they said nothing had been completed yet. Caller mentioned this may have been a few weeks after implant. Caller declined providing healthcare provider or patient name/information. They only wanted to know if manufacturer had instruction on how to handle the ins and lead in case of erosion and they went back in to revise the pocket. They were directed back to the healthcare provider. Additional information was received from the manufacturer representative (rep). The rep reported they were contacted by healthcare provider friday morning with questions regarding a potential pocket revision that was about to happen that day. The healthcare provider was directed to technical services. The rep understood that the incision of the pocket began to open up and the doctor wanted to do a pocket revision immediately, further stating the generator was repositioned. As the rep understood, the case went as planned and was successful with no complications. No further complications were reported or anticipated.